Event description:
During laparoscopic appendix removal, while retrieving the appendix, the pouch on 3 different endo catch bags broke. A 4th device was used successfully and there was no harm to the pt.